Manufacturer narrative:
The thunderbeat probe was returned to the service center for evaluation for separation of a jaw from the probe. A visual inspection of the received condition device confirmed the complaint. The device was evaluated by connecting it to a usg-400/esg-400 and conducting a probe check. The device failed the probe check, and displayed a probe error of u509 (probe break). The visual evaluation of the device continued, which noted, that there was some tissue build up on the device. It was also observed that the teflon pad had normal wear and did not display any exposed metal or other abnormalities (i.e. Char marks). The distal end of the hand-piece was placed under the microscope and observed to have the probe detached; the detached portion was not returned. The received probe was further evaluated by checking the functioning of the switches, handle jaw movement, handle load, wiper movement and the rotation of the knob torque. All noted functions were reported to be normal and smooth. Based upon similar reports, it was determined that the detached probe was attributed to the probe encountering a hard or metallic surface during activation.

Event description:
The service center was informed that during a total laparoscopic hysterectomy, bilateral salpingo-oopherectomy, cystoscopy procedure one jaw separated from a thunderbeat hand-piece (probe). Inspection occurred before the procedure and no anomalies were noted. It is unknown if the connection points to the generator were inspected. It was not reported of any visual damage to the teflon pad or probe unit. No error codes were observed. The physician safely retrieved the jaw from the abdominal/pelvic area of the patient using an endoscopic grasper and continued with the procedure with an unspecified device. It was reported there was no patient injury at the time of the event and the patient was discharged.